Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Medical records state there were possible implant errors as well as a not suitable prosthesis implanted. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient also has pain, microplastic deposits detected on bone tissue, inner ligament lesion, slight limp, patella crepitation, swelling, and inlay.

Manufacturer narrative:
(B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (UDI): n/a. Concomitant medical products: catalog #: 183012, vanguard cr ilok fem-rt 70, lot # 432290; catalog #: 141235, biomet cc cruciate tray 79mm, lot # j3333616. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, (add reason, as available). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient suffers from instability and risk of falling (countless falls already happened according to patient). No revision has been reported at this time.